Event description:
Customer called to report a hospitalization due to low blood glucose. Customer has high blood glucose at this time. The blood glucose reading is 513 mg/dl. Customer has treated with the insulin pump. Customer is extremely thirsty. The blood glucose reading at the time of the event was 40 mg/dl. Customer stated that he did not check his blood glucose before driving and woke up in the emergency room. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.